Event description:
It was reported that the left ventricular lead failed to capture at maximum outputs. The lead was explanted and replaced. It was noted that the patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.